Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented to the hospital due to syncope. No output and no telemetry was observed. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient presented to the hospital due to syncope. No output and no telemetry was observed. The device was replaced. No further patient complications have been reported as a result of this event, and the patient status was reported to be ok following the replacement procedure.